Event description:
The device was used during a sigmoid resection. Reportedly, the staples did not form properly and bleeding occurred. The pt received two blood transfusions and the surgeon manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.